Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via legal notification that a 61 yo male patient, had an initial right knee implanted on (B)(6) 2013, and underwent a revision procedure on (B)(6) 2020, approximately 7 years post op for reasons unknown. No additional information.

Event description:
Additional information received via legal department- a patient underwent a revision procedure on (B)(6) 2022, approximately 8 years, 8 months post implant. The patient claims issues including but not limited to polyethylene wear, instability, osteolysis, and component loosening. Patient experiences daily pain and discomfort in his right knee which limited and continues to limit his activities for daily living and impacts his quality of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information - b5, d1, d8 there is no specific information for the optetrak logic device. There is no other information available. Correction- b3, d6b.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, associated reports: 1038671-2024-05096, 1038671-2024-05093. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.